Event description:
It was reported that the pump was implanted approximately two weeks prior to the report and over the weekend the patient started to have severe dyskinesias. It was felt that these were possibly due to the intrathecal baclofen. The patient required hospitalization and medical intervention. The drug concentration had been changed and the dose per day had been reduced to the minimum possible rate/day. It was also decided to turn the pump off for a few hours at a time to see if this had any effect. It was noted they did this on monday night and the patient showed some improvement on tuesday morning. They planned to continue to do this over the next few days to see if it had any beneficial effect for the patient. No diagnostic testing or troubleshooting was performed. The patient status at the time of the report was ¿alive no injury.¿ the pump system was being used to deliver lioresal. It was further reported that the patient was doing okay. They had reduced the dose to the lowest amount possible and shall be turning the pump off permanently over the next few days with a view to explanting it.

Manufacturer narrative:
(B)(4)

Event description:
It was further provided that the concentration of the baclofen/ lioresal was 50mcg/ml and the daily dose for this patient ws 20mcg per day, starting dose.

Manufacturer narrative:
(B)(4).